Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to water and alarmed button error and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was stated that there was a significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also mentioned receiving a low battery alert and changed the batteries. Troubleshooting for the moisture and low battery was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify button keypad anomaly and low battery alarm due to blank display. Device had corroded motor home switch.